Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with mentor saline devices in 1993 began experiencing bilateral pain, inflammation and device migration in 2003. The patient reported that she feels like the implants come out of place (under her muscle) and she has to maneuver them back into place. The patient also reported that there are fibers coming out of the side of her breasts. The devices remain implanted. No date of revision or explantation was reported. No product issue, such as rupture, was reported. This report is for the right implant.

Manufacturer narrative:
Additional information received on 10/26/2018, indicated that patient reported that the actual material of implant is coming out more on the left side, and that the physician told the patient the outer portion of the device is gel and that is the reason she is feeling the disintegrating plastic like material. Patient can also feel the round outline of the implant and she feels more heat and inflammation of the left armpit area all the way to the areola. The patient wants them removed without replacement. This report is for the right side. Note: this complain is the duplicate of the (B)(4) with manufacturing report number of 1645337-2018-05814 due to the customer contacting twice and providing two different names. Manufacturer¿s reference number: (B)(4).